Manufacturer narrative:
Sample types were lithium heparin plasma with gel and centrifuged for 3000 rpm for 8 minutes at room temperature. Samples were tested within the recommended time frame. Samples were process through the close tube accession (cta). Qc prior to and following the event was in range. System checks are run weekly and remain in specifications prior to and following the event. Customer declined service. Customer product line support (cpls) tested samples provided by the customer. Cpls observed a significant reduction in value following the addition of blockers and concluded heterophilic interference as the root cause of the event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2011 - (B)(4) 2011 for additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results above the acute myocardial infarction (ami) cut-off for one patient generated by access 2i (lxi) immunoassay system. The result was reported out of the laboratory. The results were discordant with another method. Catheterization was performed as a result of this event.